Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. On (B)(6) 2014, the patient presented to the physician with symptoms of swollen tongue and persistent nosebleed. At 10:03, an inr laboratory test was drawn. At 11:40, the inratio2 inr was 4.5. The patient was sent home. At approximately 17:00, the laboratory inr result was obtained and the result was 12.5. The patient was instructed to go to the emergency room. The patient was hospitalized with hematuria and gastrointestinal (gi) bleed. Upon admission, the laboratory inr=9.98, hematocrit (hct)=21.9, hemaglobin (hgb)=9.6 and the white blood cells (wbc) were elevated due to infection. The patient was treated with vitamin k and intravenous (IV) antibiotics for a urinary tract infection (uti). The patient also received coumadin during the hospital stay. On (B)(6) 2014, the inr was down to 1.16. The patient was discharged home, in stable condition, on (B)(6) 2014. The patient was seen by the primary care physician and was reported to be alert, now off coumadin, swelling down, feeling better but with some lower back pain. No additional information was provided.